Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient was hospitalized for overdose as a result of a programming error. The patient presented to the ER with overdose symptoms. Thirty cc¿s of cerebrospinal fluid (csf) was removed from the catheter access port (cap) and the device was programmed to run at the minimum rate mode. The pump logs were checked and upon interrogation of the pump, a programming error was confirmed. The programming error occurred on (B)(6) 2013 at the time the pump was implanted. The incorrect concentration of 50mcg/ml was entered versus the correct concentration of 500mcg/ml. It was estimated that as a result of the error, the pump delivered ten times more medication than the physician intended. It was said there was no injury to the patient. The pump was used to deliver gablofen.

Manufacturer narrative:
(B)(4).